Event description:
Pt experienced inaccurate readings on his glucose monitor. He took 1 reading that was high, treated himself with insulin, then tested himself again with a different bottle of strips. Reading came back 60. As a result he experienced symptomatic hypoglycemia, he nearly passed out.